Event description:
It was reported that the unit experienced a green picture.

Manufacturer narrative:
Additional info will be provided once the investigation is completed. A similar product from lot number 06l048584 was also implicated in this event.